Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient experienced abdominal pain following the permanent implant procedure. The physician was unable to determine what caused the abdominal pain. The patient was prescribed pain medication.